Manufacturer narrative:
The insulin pump was received with a blank display due to a moisture damaged electronic assembly. The pump also had a moisture damaged motor during the visual inspection. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a stained keypad overlay, a stained address/serial label, and a stained end cap sticker.

Event description:
The customer reported via phone call that he jumped in the pool and his insulin pump was on him. Customer reported there was fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.